Event description:
It was reported that the t:slim x2 pump battery was not charging due to the use of a non-recommended charging adapter. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the charging supplies and was informed by technical support that the non-recommended adapters should only be used for troubleshooting purposes. The pump began charging successfully, and no further assistance was required.